Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation placed the instrument on an in-house is3000 system for latex cut test. The scissors cut cleanly through .006 latex. Blade edges were not damaged nor dull. Recognition and engagement passed. Instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. Functional performance testing did not find any issues. Electrical continuity passed. Failure analysis investigation also found instrument main tube had deep scratch marks with light material removal. The scratches were .025 - .083 in length and not aligned with the tube axis. No other damage was found. It was concluded that the damage on the main tube may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, scratches on the main tube found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during da vinci si prostatectomy procedure, the monopolar curved scissors instrument was dull and was replaced with another pair of hot shears. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.